Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 120 mg/dl, 500 mg/dl, 138 mg/dl and 345 mg/dl. The customer treated with carbohydrates for low blood glucose level and with the insulin pump for high blood glucose level. The customer did not mention any symptom related to high blood glucose event. The insulin pump will not be returned for analysis.